Event description:
(B)(4). My insurance helped pay for my essure device that was implanted into my body in (B)(6) of 2015. I have had a 2.5 month long heavy period and constant headaches since I got the essure.